Event description:
Pt's blood glucose result was > 500 mg/dl at 2201 and was given insulin as a result, type and amount not known. It was reported at 2210 pt's glucose measured 148 mg/dl. No other actions were reportedly taken. Reporter stated the next day, meter result was 459 mg/dl at 0026, 500 mg/dl at 0028, and lab drawn at 0030 however received at 0040 with a result of 143 mg/dl. A request was made for the return of the suspect device and replacement product was sent.